Event description:
It was reported that caller experienced repeated air bubbles and gaps in infusion set tubing between t:lock and patient line during pumping, which made customer feel unsafe continuing pump use. There was no adverse impact to the customer's blood glucose level. Customer was assisted with loading new cartridge using proper technique, successfully resumed insulin therapy, and was provided replacement pump under warranty; customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and to return problematic pump using prepaid label within 10 days.